Manufacturer narrative:
Concomitant product: product ID 3093-33, lot # v833270, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported a loss of therapy in (B)(6) 2015. It did not seem to be controlling her bladder anymore for the last couple of days. The patient had not had any falls or trauma. A low battery icon was seen on the patient programmer, but the patient confirmed that stimulation was on. The patient needed the device replaced, had seen a doctor, and had scheduled an appointment for surgery to replace the device battery. The issues had not been resolved yet. The battery replacement came sooner than indicated at the time of implant. No potential event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported that there was no change in activity; she thought the life span of the battery led to the unexpected battery discharge.